Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the duodenum during a duodenal stent placement procedure performed on (B)(6) 2013. According to the complainant, the patient was diagnosed with duodenal cancer. The indication for the stent placement was for treatment of a stricture in the pyloric region. No visible issue was noted to the device. On (B)(6) 2013, the wallflex stent was successfully placed in the duodenum with no patient complications. It was noted that following the stent placement the patient underwent two courses of chemotherapy. On (B)(6) 2013, an x-ray was performed and it was noticed that the stent migrated to the jejunum of the small intestine. An attempt was made to remove the stent, but it was reported that the stent was difficult to remove. The stent was left within the patient and a second wallflex duodenal stent was implanted on (B)(6) 2013. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.